Manufacturer narrative:
(B)(4).

Event description:
It was reported through merlin.net device transmission, far r oversensing was observed and was noted on several inappropriate auto mode switching episodes. Programming changes were recommended.